Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements, additionally, low within range pacing impedance measurements were also observed on the right ventricular channel. No changes have been performed and the patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.